Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer¿s blood glucose was 542 (mg/dl), which was addressed with a bolus delivery. Reportedly, the customer had manual injections available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.